Event description:
Per report, during a transfemoral transcatheter aortic valve replacement (tavr) procedure, upon removal of the 22fr sheath a small dissection was noted in the right femoral artery (rfa) and a surgical repair was preformed. The physician did not experienced difficulties inserting or removing the devices. The rfa minimum luminal diameter (mld) measured 8mm, with mild calcification and no tortuosity. No further issues were noted.

Manufacturer narrative:
The instructions for use (IFU) contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards tavr patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. However, despite the best screening tools, there might be a narrowing of the vessel which sometimes is not appreciated previously on the CT or angio. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. The minimum required vessel diameter for a 22fr sheath is 7 mm. In this case, the cause of the injury to the femoral artery cannot be confirmed; however, per report, the access site diameter was 8 mm with reported mild vessel calcification, and no tortuosity. It is possible that there may have been some vessel calcification and tortuosity not appreciable on imaging which could have caused or contributed to the event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.